Event description:
During an emergency support program call, the customer reported a gas loss alarm on the cardiosave intra-aortic balloon pump (iabp) that recurred briefly before resolving after use of the iab fill function. Assessment confirmed no blood or discoloration in the helium tubing. No obvious clinical explanation or device malfunction was identified at the time of the call. No harm was reported.

Manufacturer narrative:
Event site name: (B)(6) hospital. Gas loss in iab circuit occurs when helium loss is detected due to leaks or high diffusion. Alarm triggers if cumulative loss is more than 5 cc/hr and inflation is more thank or equal to 80 ms, deflation is more thank or equal 250 ms. Causes: 1. Loose luer/connector connections, 2. Off-label use. Alarm behavior: both alarms cause system venting and balloon deflation. Can occur in all operational modes. Contraindications (per IFU): severe aortic valve insufficiency, abdominal/aortic aneurysm, advanced calcific disease or significant peripheral vascular disease, severe obesity, groin scarring, or conditions making percutaneous insertion difficult. Mitigation: if no leaks, occlusions, or device issues, and patient conditions like fever/tachycardia are confirmed, alarms can be mitigated by manual iab fill. Iab fill key: press for 2 seconds - initiates autofill, purges/replaces helium, recalibrates fiber-optic iab. Trend and investigation: monthly review of gas gain/loss alarms; triggers discussed in metrics meeting and investigated via CAPA if needed. No device malfunction found - no cr/CAPA/scar required. Root cause (if no confirmed leaks/issues): likely loose catheter connections or off-label use. Risk and labeling review: ufmea captures failure mode: user not pressing iab fill key. IFU and labeling provide instructions for autofill and troubleshooting gas gain/loss alarms. Failure mode within risk profile; no escalation required.